Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician indicated that during procedure the sub selector is sticking to the catheter when slitting, causing the left ventricular (lv) lead to be dragged back. Physician uses the appropriate slitting technique during procedure and flushes the catheter properly. The sub selector and catheter were removed. Status of the lv lead is unknown. No patient complications have been reported as a result of this event.